Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was unresolved. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was unresolved. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.